Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer¿s husband states that customer had low blood glucose and pump did not work anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.